Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had experienced high blood glucose. The customer¿s blood glucose level was 400 mg/dl at the time of the incident and current blood glucose was 107 mg/dl. The customer was treated with manual injection. The customer reported that they had insulin flow block alarm. Customer reported that the alarm did not occur during fill tubing. Customer reported that the event was resolved by infusion set change. The insulin pump will not be returned for analysis.